Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited oversensing of p-waves when the device mode was switched. Further monitoring was recommended after the implant procedure, and the lead remains in use. No patient complications have been reported as a result of this event.